Event description:
The customer alleged that he received control test results that were high, out of specification. While troubleshooting, he performed 2 more control tests and received results of 277 and 225 mg/dl. The normal control range was 105-145 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.